Event description:
It was reported that the patient's implantable neurostimulator displayed an elective replacement indicator (eri). It was noted that the patient saw 2.67 on their patient programmer last month. It was further reported that "something happened to the wire" and that the patient planned on having surgery to fix the wire. The patient planned to contact his doctor. Per manufacturer device registration, the ins and extensions were explanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID 3389s-40, lot# v568201, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v568201, implanted: (B)(6) 2011, product type: lead. Product ID 64002, lot# n248020, implanted: (B)(6) 2010, product type: adapter. Product ID 3550-09, lot# lc4360, implanted: (B)(6) 2006, product type: accessory. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).